Event description:
The target lesion was the proximal right coronary artery (rca). The vessel was a de novo, bifurcated and eccentric lesion. Aha/acc classification of the vessel was a type c. The lesion length was 24mm and vessel diameter was 3.0mm. The pt complained of evectional chest pain. The procedure was an elective case. Pre-dilation was conducted with a 2.0x10mm balloon at 10atm for 30 seconds. A 3.0x28mm cypher (lot number i0606130) was implanted at 16atm for 30 seconds. Post-dilation was conducted with a 3.0x13mm balloon at 16atm for 30 seconds. Ivus was conducted. Timi flow before the procedure was 1 and 3 after the procedure. The residual % of stenosis was 0%. Act was not measured. There was an ECG abnormality (increase in st) observed right after the procedure. However, because it was right after the procedure, no treatment was conducted and the pt continued to be monitored. Twelve days later, a new lesion, the left circumflex was treated. Coronary angiography was conducted and thrombus was observed inside the implanted 3.0x28mm cypher stent. Therefore, to treat the thrombus, aspiration and poba with a 1.5 x 15 mm balloon was conducted. Then, a 3.0x 12mm driver bare metal stent was implanted at the proximal end of the cypher stent with overlap. Post-dilation with a 3.0 x 15mm balloon was conducted. Details of the inflation time and pressure were unk. The pt was in stable condition. Physician's comment: the possible cause of the thrombotic event was because the proximal end of the cypher was under-dilated.

Manufacturer narrative:
This device is distributed outside the us; however, it is similar to the us product. The product is not available for analysis. Add'l info will be submitted within 30 days upon receipt.